Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. The ventilator was investigated on site by our field service engineer and according to service report issue was solved by replacing the pressure transducer tube and seal. Functional test performed and unit handed over to customer in working condition. However, no root cause can be established by this investigation. Pressure transducer test calibrates and checks the inspiratory and expiratory pressure transducers. The new zero value for the pressure transducers may not differ more than ±5 cmh2o from factory calibration. During this test, the different subsystems concerned are compared. The difference between the sub-systems must not be more than ±1 cmh2o at 60 cmh2o.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. (B)(4).

Manufacturer narrative:
Device related data quality updates only. A correction of fields # d1 brand name and # d4 version or model # were required. D1 brand name previous brand name: servo-s, corrected brand name: servo-s base unit d4 version or model # - previous version or model #: servo-s, corrected version or model #: 6640440. The UDI information is not available since the device was manufactured before 2015.